Event description:
A report was received that following a trial procedure, the patient experienced pain. The patient believed that the physician may have caused an injury during the trial. The patient was doing well now.